Event description:
Part of the stent wire came off. The surgeon investigated with vascular research team as well as vendor cook representative. No harm was done with the patient and procedure proceeded as expected.